Event description:
It was reported that the ventilator generated an alarm "restart ventilator". Moreover, during service it was noticed that several printed circuit boards were contaminated by water. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The issue was confirmed during on-site investigation by the field service engineer (fse). According to provided service report, the fse found that the expiratory channel printed circuit board, monitoring printed circuit board, control printed circuit board and pressure transducer printed circuit board(s) were contaminated by water. The device requires replacement of parts affected by water. However, the customer refused to repair the device. Liquid on printed circuit boards can cause short circuit which might affect the ventilator¿s characteristics and performance. The monitoring printed circuit board is part of patient unit. It is monitoring board, which handles all supervision and alarms in the system. The control printed circuit board contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. The expiratory channel printed circuit board contains electronics including microprocessor for e.g. Holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. Pressure transducer expiratory channel printed circuit boards measure the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Cause of the contamination of printed circuit boards is water presence on printed circuit boards. Circumstances about the source of the water are unknown. The user is obliged to follow the environmental and cleaning recommendations in applicable user¿s manual. It was concluded that the issue most likely was related to environmental issue. The UDI information is not available since the device was manufactured before 2015.